Event description:
Hcp reports the pt presented in 2004 in baclofen withdrawal. The pt had a subfascial wound dehiscence over the pump pocket which caused the pump to flip around "in their abdomen and there catheter was kinking". 2 days later their pump pocket was revised. Following surgery there was "difficulty in dosage adjustment". The pt experienced "recurrent withdrawal secondary to oral baclofen". This event was reported to have resolved. The pt then was brought back to surgery again due to blood leaking from their wound. The pump pocket was washed out, the pump was "chemically sterilized", and they were prescribed IV antibiotics for 2 weeks. They were discharged from the hosp the following month with excellent tone control and a well- healing wound. They were reported to have recovered without sequela.